Event description:
The patient reported their blood glucose (bg) levels reached 13.3 mmol/l (239 mg/dl), while wearing the pod for less than 1 hour. The needle reportedly did not deploy as intended during activation, and instead deployed approximately 5 minutes into pod wear. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.